Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient died 11 days following an upgrade procedure. The patient was reported to be breathless for several days prior to death. The patient had a witnessed arrest and cardiopulmonary resuscitation was performed. A shock was witnessed followed by beeping heard from the implantable cardioverter defibrillator (ICD). Device interrogation was performed at the funeral home and it was noted that there was failure to detect a ventricular arrhythmia. 6 minutes and 22 seconds elapsed prior to shock delivery resulting in the death of the patient. The death was classified as a arrhythmic death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.